Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer received questionable elecsys pth immunoassay (pth) results when patient comparisons were performed between one cobas 8000 e 801 module (e801) at the site and an e801 at another site. Data was provided for 52 patient samples and of these, 8 had erroneous pth results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. No units of measure were provided for the pth assay. No adverse events were alleged to have occurred with the patients. The pth reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
Quality control data from both sites were within range. The provided data indicates that there were sample specific issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Samples 4-8 were tested on (B)(6) 2018.